Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that after the revision of the catheter, the increased spasticity had disappeared.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot#: 0209379194, implanted: (B)(6) 2015, explanted: (B)(6) 2020, product type :catheter . Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 19-feb-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a clinical study regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump for an unknown indication for use. It was reported after years of functioning, the patient progressively experienced increased spasticity despite repeated increases in the baclofen dose. X-ray was performed on (B)(6) 2019 , which did not show a problem with the catheter. Side port aspiration was performed on the same date. When analyzing the fluid, different results were obtained; aspiration did not show clear cerebrospinal fluid (csf), so a catheter defect at the abdominal site was suspected. The pump and catheter were explanted and not replaced on (B)(6) 2020 and disposed of. The event resulted in in-patient hospitalization. The event resolved without sequelae on (B)(6) 2020. The event was considered related to the device or therapy (pump and lumbar/pump portion of catheter) and not related to the implant procedure. Further complications were not reported. Additional information was received. The pump and catheter were replaced and the baclofen dose was increased. It was indicated during the surgery no issues with the catheter were found. Additional information was received. It was indicated the catheter was not checked and no further information was available.